Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22july2019. Product support advised customer the ¿launch v60_gateway interface¿ would use components that are not included with windows 10 current security installations. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The caller reports that he is trying to install respilink on a windows 10 pc and keeps getting a message indicating that the application has failed to start because its side by side configuration is incorrect. There was no patient involvement.